Event description:
It was reported that following implant of the lead, high pacing thresholds were observed on the atrial lead. X-ray imaging revealed no abnormalities. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.